Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, prime/delivery test, excessive no delivery test and occlusion test. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels up to 400 mg/dl. The customer reported that the insulin pump may not be delivering insulin to her. Blood glucose level at the time of the incident was 350 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 245 mg/dl. The customer declined to complete troubleshooting. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.